Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead; serial# (B)(4); implanted: (B)(6) 2015; explanted: (B)(6) 2015; product type: lead. Product ID: neu_unknown_lead, serial# (B)(4); implanted: (B)(6) 2015; explanted: (B)(6) 2015; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The patient reported intolerable left shoulder, hip and upper back pain on (B)(6) 2015. The patient went to the emergency room and the trial leads were removed prior to an MRI. The leads were explanted on (B)(6) 2015 (and not replaced), and disposed of according to biohazard instructions. An MRI was performed to rule out an epidural hematoma. There was no evidence of herniation, stenosis, hematoma or narrowing. The event resolved without sequelae on (B)(6) 2015. The event was possibly related to the device or therapy and implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of the clinical study. Patient's baseline weight was reported. Patient's relevant medical history includes complex regional pain syndrome type I (crps I), depression and back pain with leg pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead; serial# (B)(4); implanted: (B)(6) 2015; explanted: (B)(6) 2015; product type: lead. Product ID: neu_unknown_lead, serial# (B)(4); implanted: (B)(6) 2015; explanted: (B)(6) 2015; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The patient reported intolerable left shoulder, hip and upper back pain on (B)(6) 2015. The patient went to the emergency room and the trial leads were removed prior to an MRI. The leads were explanted on (B)(6) 2015 (and not replaced), and disposed of according to biohazard instructions. An MRI was performed to rule out an epidural hematoma. There was no evidence of herniation, stenosis, hematoma or narrowing. The event resolved without sequelae on (B)(6) 2015. The event was possibly related to the device or therapy and implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the clinical diagnosis was multiple areas of back pain.